Manufacturer narrative:
Pump passed the self test and displacement test. Thus was utilized and downloaded trace/history files properly. No unexpected audio/beep/vibrate or alarm anomaly during testing or in the pump history. Also, care link pro software was utilized and downloaded trace/history files properly all bolus delivered record in file history. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case (battery tube), label damage. Audio/beep/vibrate anomaly was not confirmed. Broken battery tube threads, cracked case (battery tube) confirmed. Battery cap damage unknown due to received unit without original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked battery compartment, damage at the battery compartment threads, the old pump was beeping and the battery cap would not secure. The customer stated that the old pump is beeping. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the cosmetic damage, and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880 was requested and the customer response was the device would be returned.